Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial implant procedure on (B)(6) 2026, the sheath of the left lead fragmented inside the patient. The patient reported movement difficulties of their left leg and toes. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the sheath was removed to address the issue. Movement difficulties of the left leg and toes have improved.